Event description:
The reporter did back to back blood glucose tests, using separate fingersticks. Reporter's results were 86, 56, 82 and 45 mg/dl. Reporter was sleepy and faint. During troubleshooting it was determined that the meter to strip code was not set correctly. A control test result was low, out of range. The reporter checked the confirmation dot for enough blood, and had been cleaning the meter and test strip holder with alcohol. The reporter had an er6 message when turning the meter on. No harm was alleged.